Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead revision procedure on (B)(6) 2025 due to an anomaly noted during an in-clinic follow up. Fluoroscopy confirmed that the ra lead was dislodged. Upon opening the device pocket, it was noted that the ra lead was entangling with the right ventricular (rv) lead and the lead revision was abandoned. The patient was brought in again for ra lead extraction on (B)(6) 2026 and the ra lead was successfully explanted and replaced. The rv lead remained implanted as all the electrical measurements were normal. No patient consequences were reported.